Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and the reported event of premature discharge of battery was confirmed. The device voltage was at the elective replacement indicator (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited early battery depletion. The ICD was explanted and replaced. The patient was stable.